Event description:
During a remote follow up, episodes of undersensing were noted on the device. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.